Manufacturer narrative:
Corrected information was provided in d1. Upon review, the brand name has been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the reported failure controller failure was due to a power management circuit board component failure.

Event description:
A 64-year-old male presented with chest discomfort and was diagnosed with coronary artery disease and aortic valve stenosis with an ejection fraction of 10% and alcohol abuse with liver cirrhosis. During cardiac surgery, an impella 5.5 was electively placed in addition to an extracorporeal membrane oxygenation. The patient also required continuous renal replacement therapy due to renal failure. On the first day of support, a pericardiocentesis was required to drain a pericardial effusion. A controller error occurred and resolved without any documented action taken. Systemic anticoagulation was withheld following thrombocytopenia and a suspected heparin-induced thrombocytopenia that was later ruled out. After 11 days of support, the patient developed atrial fibrillation that intermittently re-occurred. After an off-label prolonged support duration of 27 days, the patient was successfully weaned and the impella 5.5 was removed. Aic - controller failure/error: during impella 5.5 support (day 2), there was an issue with the automated impella console (aic) that triggered a controller error (yellow alarm). There was no documented action taken in response to this issue. There were no further mentions of this issue or any additional aic issues. 5.5: (source: 11/3 pt. Update note): on day 13 of impella 5.5 support, it was determined that the device was in the wrong position. The abiomed representative documented that the impella was too deep. The pump was subsequently pulled back to reposition.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.